Event description:
A medtronic representative received a report that a site's 5.5/6.0 mas solera driver tip broke off. This was outside of surgery and did not come in contact with a patient. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
It was discovered that this is a duplicate report to 1723170-2015-00109. Please see 1723170-2015-00109 for all further information reporting.